Event description:
It was reported a spectrum pump had false downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were confirmed and reproduced while attempting to run a test infusion. This condition was determined to be caused by a failed downstream sensor with high current readings. The downstream sensor and tubing guide assembly were replaced to correct this condition.